Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Customer assisted with self test and it passed. Customer states hardware low level failure error occurred second time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No pump error 15/4/63 alarms noted during testing or found in the formatted history. (B)(4).